Event description:
Tyler-kabara e. C. Are infusion trials for intrathecal baclofen pumps for dystonia cost effective. Journal of neurosurgery pediatrics. 2013;11(3):a374-. (Doi: 10.3171/2013.1.pedspaper45) summary: the authors sought to re-evaluate the success rate of infusion trials, the associated complications, and hospital stays of after reviewing records from patients 1020 baclofen pump and intrathecal catheter procedures from 1989-2012. Reported events: -a total of 126 pumps were removed, primarily for infection. -228 procedures were performed solely for catheter revisions. -the complication rate associated with infusion trial was 10% (of 27 patients).

Manufacturer narrative:
It was not possible to match these events with any previously reported events. Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).